Event description:
This is a report of peritonitis in a patient, coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the event. On an unreported date, the patient was treated with vancotroy (2 gm stat, ip) and gentamicin (20 mg, ip, once daily for 14 days) for peritonitis. The outcome of this peritonitis event is unknown.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.